Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location unknown. Reported event was confirmed by review of xrays, which indicated advanced liner wear and advanced osteolysis of the acetabular cup. Also noted, was a lesser degree of osteolysis of the proximal femur. It was reported that the surgeon used depuy head with zimmer liner. Zimmer biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. Moreover, it is noted zimmer biomet hg cup and zimmer biomet unknown liner is not compatible with depuy head and stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: item # unknown unknown cup lot# unknown, stem (competitor product), head (competitor product). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 26 years ago and is being considered for revision for unknown reason. Attempts were made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision due to wear. Attempts to obtain additional information was made; however, none was available.